Manufacturer narrative:
Film evaluation summary: the exact cause of the reported deployment difficulties encountered with the bifurcate could not be determined from the pre-implant films provided. Films during implant were not available for review and the reported event could not be assessed. CT¿s post-deployment were also not available. A returned pre-implant 3d/CT film report revealed that the neck diameter just below the lowest right renal artery measured 25mm, and the neck ranged in diameter from 26 ¿ 28mm along a 14mm neck length. There was mild neck calcification with no appreciable neck angulation or thrombus was observed. The distal aortic diameter was small (18 ¿ 21mm) and calcified along a 2cm length. The right common iliac artery was non-tortuous and non-calcified, ranging in diameter from 12 ¿ 17mm (~13mm average diameter) along a 80mm length. The left common iliac artery was mildly tortuous just below the distal aorta, not calcified and ranged in diameter from 10 ¿ 15mm (~12mm average diameter) along a 88mm length. Other than the small and calcified distal aorta wh ich may have been a potential contributor to the deployment difficulties, analysis of the returned films did not reveal any anatomical characteristics that could explain the reported event. A device issue cannot be ruled out as a potential cause. The delivery system is pending return for analysis, and the results will be summarized in a separate report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 56mm abdominal aortic aneurysm. The diameter of the distal left external iliac was 8mm with the proximal iliac diameter noted as 13mm. No calcification or thrombus observed at the left access site. It was reported during the index procedure access was gained using the left femoral artery. During the release of the proximal part of the main body the physician felt resistance when attempting to slide the blue slider unit. The opening of the prosthesis was achieved to the gate but with resistance and difficulty noted. While attempting to deploy the ipislateral leg of the main body, the system became stuck and the leg would not open despite the physician working attempting with the grey trigger. The physician decided to disassemble the screw gear handle and although again noted some resistance was able to slide the system and deploy the leg and the procedure was completed successfully. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation summary; the delivery system handle had been disassembled and the strew gear broken. The graft cover tip was positioned proximal to the stent stop. Congealed blood was visible underneath the graft cover. Damage was observed to a number of screw gear treads. No resistance was observed when advancing and retracting the trigger mechanism over the damaged treads. There were no abnormalities noted to the t-bar o ring. The plug at the end of the t-bar was loose. The t-bar could not be moved to advance or retract the graft cover. The device was placed in a water bath to disperse the congealed blood. On removal from the water bath the graft coved could be advanced and retracted freely by moving the t-bar. If information is provided in the future, a supplemental report will be issued.